Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 178 mg/dl. The customer stated that he was sleeping until 9am and got up to check his blood glucose and ate something. The customer stated that he pushed the buttons for bolus wizard and one of the arrow buttons were not working. The customer stated that the numbers on the pump just took off by themselves. The customer stated that the pump alarmed button error when he took the battery out. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.